Event description:
It was reported by service report that there is a silver knob that is missing from a release lever. It is unk if there was pt involvement or if there are adverse consequences to report.